Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "poor cutting performance" (dull). A customer reported poor cutting performance on knives. Additional information received indicated there were four patients involved. There was no patient harm to any of the involved patients.

Event description:
A report was received from the field indicating a healthcare worker received electrical shock when adjusting a plug at the outlet. The report indicated the facility had a cart sitting next to the sterrad unit. When the worker went to move the cart, part of it got stuck in between the plug and the outlet, shocking the worker. The worker went to the ER, received medical attention and returned to work thereafter. The worker received an electrocardiogram (EKG) and lab work. It was reported that the ER physician stated that the worker's heart skipped a beat. Lab work included a liver function test; liver enzymes levels were found to be fine. The worker reported that when she was shocked her left hand went into a fist. The worker has now recovered. The sterrad unit is now working.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s was reviewed and no issues were noted. The service and complaint history for the sterrad 100nx was reviewed. No trend for hr-other and control panel/user interface failure was noted. Trending analysis for "hr-other' showed no significant trend across the sterrad 100s product line from september 2009 through august 2010. There is a significant trend of control panel/user interface failure complaints on the sterrad 100s product line from september 2009 through august 2010 with upward spikes above the ucl (upper control limit) between may 2010 and august 2010. The complaints that showed spikes above the ucl were not related to electric shock. The shuma (system hazard and user misuse analysis) was reviewed for hr-other (electrical shock). The shuma's adjusted risk was considered "as low as reasonably practicable (alarp). When moving a cart, a cart leg got caught between the power plug and the outlet of the sterrad 100s and the hcw (healthcare worker) received an electrical shock. The hcw sought and received medical attention. The fse (field service engineer) found the unit to be in good operating condition, confirmed that the unit meets the manufacturer's specifications. He could not confirm the control panel/user interface failure.

Manufacturer narrative:
The worker reported that the leg of the cart was between the plug and plug in. The facility had the maintenance group check the outlet and it had tripped the breaker. When they got the outlet functioning again, the unit would not function. It powered up, but was not responding at the control panel, thus service was requested. This is capital equipment evaluated at the customer's site: per the asp field service engineer: the customer stated a cart was being removed from beside unit when cart leg got caught between the plug and outlet causing worker to get shocked. Found: unit to be in good condition. Ran empty test cycle. Verified unit meets specs.